Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the pt is not able to hear with her vibrant soundbridge. There is no noticeable amplification. The pt will be explanted in 2009.